Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in (B)(6) 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device exhibited a high out of range pace impedance measurement of 2788 ohms on the right atrial (ra) lead. As a result, a lead safety switch (lss) was triggered which automatically switched the ra lead from the bipolar to the unipolar configuration. The ra lead is not a boston scientific product. Boston scientific technical services (ts) noted there have been several high ra pace impedance measurements starting approximately one month before. Those measurements were still within normal specification limits. In addition, there was a stored atrial tachy response (atr) episode that occurred on the day after the lss that exhibited noise which was oversensed by the ra lead. Ts noted that all stored atr episodes prior to the lss did not exhibit noise. Ts explained to the healthcare provider (hcp) that this issue is most likely due to a device header spring contact issue and not a true lead issue. Ts discussed programming the ra lead back to a bipolar sensing and unipolar pacing configuration if the threshold measurement in the unipolar pacing configuration is acceptable. Ts also explained they can continue to monitor for any ra lead noise that might indicate a lead issue. The products remain in-service. No patient symptoms or adverse patient effects were reported. According to additional information, the patient was complaining about this pacemaker vibrating. Technical services (ts) analyzed device episode data and found additional inappropriate atr episodes due to oversensing of noise. Ts suggested evaluation of the non-boston scientific lead. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in (B)(6) 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device exhibited a high out of range pace impedance measurement of 2788 ohms on the right atrial (ra) lead. As a result, a lead safety switch (lss) was triggered which automatically switched the ra lead from the bipolar to the unipolar configuration. The ra lead is not a boston scientific product. Boston scientific technical services (ts) noted there have been several high ra pace impedance measurements starting approximately one month before. Those measurements were still within normal specification limits. In addition, there was a stored atrial tachy response (atr) episode that occurred on the day after the lss that exhibited noise which was oversensed by the ra lead. Ts noted that all stored atr episodes prior to the lss did not exhibit noise. Ts explained to the healthcare provider (hcp) that this issue is most likely due to a device header spring contact issue and not a true lead issue. Ts discussed programming the ra lead back to a bipolar sensing and unipolar pacing configuration if the threshold measurement in the unipolar pacing configuration is acceptable. Ts also explained they can continue to monitor for any ra lead noise that might indicate a lead issue. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited a high out of range pace impedance measurement of 2788 ohms on the right atrial (ra) lead. As a result, a lead safety switch (lss) was triggered which automatically switched the ra lead from the bipolar to the unipolar configuration. The ra lead is not a boston scientific product. Boston scientific technical services (ts) noted there have been several high ra pace impedance measurements starting approximately one month before. Those measurements were still within normal specification limits. In addition, there was a stored atrial tachy response (atr) episode that occurred on the day after the lss that exhibited noise which was oversensed by the ra lead. Ts noted that all stored atr episodes prior to the lss did not exhibit noise. Ts explained to the healthcare provider (hcp) that this issue is most likely due to a device header spring contact issue and not a true lead issue. Ts discussed programming the ra lead back to a bipolar sensing and unipolar pacing configuration if the threshold measurement in the unipolar pacing configuration is acceptable. Ts also explained they can continue to monitor for any ra lead noise that might indicate a lead issue. The products remain in-service. No patient symptoms or adverse patient effects were reported.